Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that they were experiencing some inconsistent (short) battery life measurements. It was noted that enclosed that there were several electrodes with high impedance (>4000 ohms). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that two ins¿s were implanted and there was a big difference in the lifetime estimation of the batteries. No cause was identified. The patient's weight was not known, but they had a normal shape and weight.